Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump failed the buzzer test during testing. There was no patient involvement. Upon triage on (B)(6) 2018, the service tech found there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.